Event description:
It was reported during surgery on (B)(6) 2022, the ria reamer head broke intraoperatively. There was an surgical delay of an unknown amount of time. Fragments remained behind in the patient. The procedure was completed successfully. This is report 1 of 1 for (B)(4). This report is for a reamer head.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Initial reporter is j&j company representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history: manufacturing location: supplier ¿ mark two engineering / inspected and packaged by: monument. Release to warehouse date: 18-mar-2020. Expiration date: 28-feb-2030. Part number: 03.404.023s, 13.5mm reamer head for ria 2-sterile. Lot number: 46p3583 (sterile). Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 17504 supplied by sterigenics was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404.m023, ria 2 reamer head 13.5mm, lot number: 6911019 , lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Red-lined inspection sheet, incoming final inspection, met all inspection acceptance criteria. Certificate of compliance received from mark two engineering dated 13-feb-2020 was reviewed and determined to be conforming. Certification for heat treat supplied to mark two engineering from vacu-braze inc. Dated 13-dec-2019 was reviewed and determined to be conforming. Heat treat specified at 50-55 hrc. Results certified at 53 hrc. Raw material certificate of compliance supplied to mark two engineering from boston centerless dated 24-sep-2019 was reviewed and determined to be conforming. Raw material certificate of tests supplied to boston centerless from carpenter dated 12-jun-2019 was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D2: additional procode: hrx. Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.